Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Event description:
S it was reported that this patient has twiddlers syndrome which resulted in a conductor coil fracture of the associated atrial lead. A revision procedure was performed, and the atrial lead was explanted and replaced. Additionally, this right ventricular (rv) lead was repositioned during the same procedure. No additional adverse patient effects were reported.